Manufacturer narrative:
Zoll medical corporation has received the product.

Event description:
During a routine shift check by the clinician, the device sparked, when it was plugged into the wall. Complainant indicated that there was no patient involvement in the reported malfunction.